Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), it was unable to pass the leak test. The sgc was submerged in water and the hemostasis valve was held high in vertical position. The air was entering the sgc through hemostasis valve. The sgc was replaced with another device to complete the procedure successfully. The mr was reduced to grade 1 post procedure. There was no adverse patient effects or clinically significant delay. No additional information was provided.